Event description:
It was reported that a patient's device was explanted on (B)(6) 2011 due to the presence of an infection at the generator incision site. Device re-implant has not been scheduled. Good faith attempts for further information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.